Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a cassette not attached properly alarm. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of event history found small number of cassette not attached properly alarms. The primary problem of ¿cassette not attached properly¿ cannot be confirmed through downstream occlusion (dso) test or no disposable attached test. Upon further investigation, the latch lock mechanism was excessively tight and caused interference when inserting or removing cassettes. Readjusted latch lock mechanism. Device passed all testing criteria.